Event description:
Patient was undergoing hemodialysis when a blood leak was noted from dialyzer arterial aspect. Treatment discontinued. The manufacturer was initially hesitant to accept return on item, but has since agreed to accept return as well as all others with the same lot number.

Event description:
Patient was undergoing hemodialysis when a blood leak was noted from dialyzer arterial aspect. Treatment discontinued. The manufacturer was initially hesitant to accept return on item, but has since agreed to accept return as well as all others with the same lot number.